Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is currently unavailable. The manufacturing location is unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction and internal fixation (orif) calcaneus surgical procedure it was observed that the small battery drive device was functioning ¿strangely ¿and sounded like it was not working properly. It was reported that there was a two minute delay in the procedure and an identical spare device was available for use. It was reported that the procedure was successfully completed. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the lot number was unknown. The lot number (4331) has been updated in this medwatch report. The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured (dec 17, 2010). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was functioning strangely and it sounded like it was not working properly was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.